Event description:
It was reported during a case, while using the ets, it wouldn't fire. A new cartridge was put in and it still didn't work. A new ets device was opened and it worked fine. Then they pulled the new cartridge from the first device and placed it in the second device and it worked fine. There was no consequence to the pt.

Manufacturer narrative:
Intermitting hyper lockout. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: batch number, n/a; cartridge pan in place/condition, n/a; condition of drivers, n/a; lockout tabs on pan condition, n/a and position/condition of wedge sleds, n/a. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good; is hyper lockout condition present, no and results of attempted firing, good. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned with a intermittent hyper lockout. The shaft was rotated and the instrument was cyced, fired, cut, and formed the staples within design specification. The instrument has been modified to reduce the occurrence of intermittent hyper lockout. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.